Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin deliveries were stopped when customer entered more than 10 grams of carbohydrates in the bolus delivery menu. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.